Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump showed a message saying no bolus and no basal. The customer's mother stated that the basal and bolus features of the insulin pump did not work. The blood glucose reading was 200 mg/dl. The caller was advised that she would be transferred to a fully trained technician for assistance and troubleshooting. Nothing further reported.